Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive touchscreen could not be verified or confirmed. Ventec then completed other, unrelated, repairs. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec by a third-party service agent that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.